Manufacturer narrative:
(B)(4). Pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery alarm noted during testing. However, confirmed power error 25 in history file due to connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.